Manufacturer narrative:
(B)(6). B5: describe event or problem - additional d9: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the transmitter unpaired itself was not found within the investigation window. The allegation was not confirmed. The probable could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. No injury or medical intervention was reported.